Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dosage via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that in (B)(6) 2017 patient was having withdrawal symptoms so she went in to see her healthcare provider (hcp). The pump was checked and everything was noted as working correctly. The patient was still having severe withdrawal 2 weeks later and went back to the hcp where they told her that the pump was malfunctioning. It was noted that the patient was not given any details as to what was malfunctioning. It was stated that they told her to "just go home and deal with it". It was reported that the patient went to the hospital. The patient went back to the hcp and was told that the pump definitely quit working. It was reported that surgery would be performed to remove the pump. It was noted that the last few times the patient went in to have things checked she was put under flouroscope and the pump was not refilled. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that the patients pump was shut off and would be removed on (B)(6) 2018. It was mentioned that about a month before the pump malfunctioned the healthcare provider called in narcan. No further complications have been reported as a result of this event.